Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for intact human chorionic gonadotropin + the beta subunit (hcg+b) on one patient sample. The initial result was 51 miu/ml. The sample was repeated on the same analyzer and generated a result of 11,052 miu/ml. The sample was then repeated on an elecsys 2010 analyzer and generated a result of 8,777 miu/ml. All of the results were reported outside of the laboratory. The customer deemed the repeat result to be correct. There was no adverse event. The customer indicated they were having no issues at this time. The lot of hcg+b reagent in use was 17160105, with an expiration date of 06/30/2014. The field service representative (fsr) could not find a root cause. He checked the sample probe and reagent probe alignments. He did performance testing which indicated no issues with precision or measuring cell age. He also changed out the older worn sample racks with the customer's remaining inventory of racks. The fsr noted that the customer suspected either a bubble in the sample tube or that the sample tube was leaning in the rack. The customer was not using the recommended rack adapters.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. A general reagent or instrument related issue could not be found. It was noted that the customer's centrifuge time was too short and that rack adapters were not used.